Manufacturer narrative:
The reporter indicated the lens was explanted and removed on (B)(6) 2017 from the patient's left eye (os). The incision was enlarged. The lens explant resolved the problem. After the last post-op visit, the bcva was 20/20 and there were no pathological symptoms. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.50 diopter. The lens was explanted a couple of hours later due to elevated intraocular pressure. Another iridectomy was performed but the pressure was still elevated. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in a liquid inside a contact case with clear surgical residue/ debris on the product. Visual inspection found the lens missing a piece of its haptic and presence of debris on the product. "Additional iridectomy was performed but the pressure was still elevated" is corrected to " additional yag iridotomy was performed but the pressure was still elevated" in the initial MDR. (B)(4).